Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
A plum 360 driver italian reportedly turned off during infusion without any acoustic signal during an infusion. The battery was also reset. There was no adverse event / human harm, no death, no delay in critical therapy, and no need for medical intervention.

Manufacturer narrative:
No fault was found with the device during testing.